Event description:
Caller reported a malfunction on the pump, including a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was advised by technical support (cts) to use a backup insulin pump and will receive a replacement pump with updated software. Cts confirmed the shipping address, provided instructions for returning the problematic pump via ups, and ensured customer understanding and acknowledgment of all instructions and the steps to follow upon receiving the new pump.